Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) had deep vein thrombosis on the left arm at the device implant site. This patient also had swelling of the left hadn and arm. This patient's oral medication was changed/adjusted. This device remains in service. No additional adverse patient effects were reported.